Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced infusion set leakage event on (B)(6) 2025. The leak was at quick release (qr). The infusion set was in use for 1 day. No further information available.